Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, with seven minutes left into the ablation phase of the procedure, the physician noticed fluid leaking at the junction between the scope adapter and the sheath. There was no fluid loss alarm or fluid deficit noted. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition was reported to be "fine."

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.